Manufacturer narrative:
Product complaint # (B)(4). Investigation summary product was depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: UDI: as the serial and lot number for the device involved in the event was not provided, the full UDI is currently not available. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. E3: reporter is a j&j sales representative. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an orif surgery for a plafond fracture. The fixation using a plate was completed but instability remained in the tibiofibular. Therefore, the fibulink in question was used. The surgeon inserted the fibulink via the 3rd oval hole from the distal end of the metaphyseal plate according to the surgical technique. During tensioning, the procedure was proceeded under direct vision, but tension was not well applied, so it was confirmed by an image intensifier. Then, it was confirmed that the tibia screw was backing out. The fibulink was removed and a 55 mm cortex screw was inserted as a replacement. The surgery was completed successfully with no surgical delay. This report is for one (1) fibulink(r) syndesmosis repair kit/ti. This is report 1 of 2 for complaint (B)(4).